Event description:
It was reported that the right ventricular (rv) lead, right atrial (ra) lead, and left ventricular (lv) lead had become dislodged shortly after implant. The rv and ra leads were repositioned and remain in use. During the revision of the lv lead, the guidewire became stuck, and when force was applied the pin separated from the lead body. The lead was removed. Another lv lead was attempted but there was difficulty finding a position with adequate threshold, and the lead dislodged during manipulation. The physician decided to change to a different system and no lv lead was used. It was also reported that during the lead revision the pacemaker set screws were not engaged in the header, and the grommets became damaged by the wrench during an attempt to dig out the set screws. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the lead appeared damaged at implant and the lead was stretched. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), all distal conductors fractured due to overstress, the outer insulation was torn, there was apparent explant damage and the lead was stretched. The analyst noted that no guidewire was returned. There is a green colored residue in the conductors that is left behind from a guidewire. It cannot be determined at this time the size of the guidewire used, or the manufacturer of the guidewire. (B)(4):the device was returned, analyzed and no anomalies were found.